Event description:
It was reported that the patient experienced an overdose with the following symptoms: nausea and black muscle spasms. The drug concentration in the pump was changed from 25 mg/ml dilaudid to 2.5 mg/dl dilaudid - both at 6 mg/day. They initially attempted to program a bridge bolus, but was unable to enter 6 mg/day in the old drug desired dose field. It was then decided not to program a bridge bolus, so she stopped attempting to enter it and changed the bolus option to "no bolus". It was calculated that the patient potentially received 10 times her normal dose for approximately 5 hours. The patient went to the emergency room; after 3 hours was still not seen, so she went home. The patient reported a little nausea the following day, but no other symptoms.